Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an unspecified procedure insertion difficulties occurred. The target lesion details are unknown. The physician was unable to insert an unspecified guide wire through the insertion tool included with the advantage balloon catheter inflation device. There were no patient complications reported and the patient's status is fine.